Manufacturer narrative:
Concomitant medical products: product ID: pb1018 valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to a lead integrity alert (lia) for high rate non-sustained episodes, and elevated sensing integrity counter (sic). As well, the patient's right ventricular (rv) lead exhibited oversensing on the ventricular channel. The lead was explanted. No patient complications have been reported as a result of this event.